Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, it was reported that the pump emitted two loss-of-prime alarms. The reporter was instructed to change the cartridge and contact animas with any further issues. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.